Event description:
It was reported that the radiofrequency ablation generator failed a switch test and that the display was dimming out during initialization. It was further noted that the unit was just back from repair for the same issue. The generator was returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the customer comment that there was some intermittent dimming of the display so the power supply was replaced. The switch test failure was unable to be confirmed. (B)(4).